Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for pre-procedure device check, capture threshold was found to be unstable on the right ventricular(rv) lead. Further testing revealed high capture threshold. The lead was capped and replaced on (B)(6) 2020. The patient was stable.